Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Reprogramming was advised. Additional information received indicated that this lead was surgically abandoned. No additional adverse patient effects were reported.